Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result for one patient sample tested on a cobas e 801 analytical unit. The reporter stated that the initial result was reported to "emergency" and the client. The "emergency" did not consider the initial result and asked for the laboratory to verify. A second sample was received and another repeat sampling was also performed to verify and avoid patient or sample ID mistakes. The patient samples were rerun on an e 601. The initial result of the initial sample from the analyzer at 4:18 pm was 181 pg/ml. The first repeat result from the e 601 at 7:56 pm was 5.51 pg/ml. The initial result of the second sample from the analyzer at 7:19 pm was 4.13 pg/ml. The repeat result from the e 601 at 7:56 pm was 5.34 pg/ml. The initial result of the repeat sample from the analyzer was 5.62 pg/ml. The repeat result from the e 601 was 6.59 pg/ml. The time of testing was not clear. The initial sample was again rerun on the analyzer. The second repeat result of the initial sample from the analyzer at 8:23 pm was 4.38 pg/ml. The reagent lot number is 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell, sipper nozzle and pinch valve. The fse confirmed that the replacement of these parts resolved the issue. An instrument check confirmed that the analyzer was performing again within specifications. The provided daily alarm trace did not indicate an issue. There was no indication of a reagent-related issue. There was no indication of a systematic hardware issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.